Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 3.3 inr, donor hct: 41% and 40%. Testing results: donor 1: master lot / customer strip and meter, 3.4 inr / 3.2 inr. Donor 2: master lot / customer strip and meter, 3.3 inr/ 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The result from the meter was 1.9 inr. The result at the same time from the laboratory using the dade innovin reagent was 2.9 inr. The customer was not adversely affected. The customer takes no heparins or direct thrombin inhibitors and has no antiphospholipid antibodies or anemias. The therapeutic range was 2.0-3.0 inr. The meter and strips were requested to be returned for further investigation. Replacement product was sent. Relevant retention test strips (lot 144577-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and performed as specified.